Manufacturer narrative:
Investigation: the complaint was investigated of the system displaying an error message when the z6ms transducer was connected. The defective transducer was returned, and investigation was performed. The system error was reproduced during the investigation. The cause of the error was determined to be gastro flex thermistor fault, caused by insufficient reliability; this issue is related to design. The improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that everytime the probe was connected to the ultrasound system, the transducer displayed a usacquisition_31 error message. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.